Event description:
It was reported that, "the peg drill became lodged in the drill guide when drilling for the femoral pegs. The drill was being used on the drill speed. The drill holes were finished with the opposite drill guide and the case concluded without further incident."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.